Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The cause of the constant gong alarms is the open resistor. The root cause of the open resistor was not positively identified. The damage is consistent with external defibrillations and cardioversions. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient reportedly had taken the lifevest off for a cardioversion and when placed back on, the device produced constant gong alarms. It is unclear if the entire device was removed or if only the battery pack was removed.